Event description:
Used acuvue oasys with hydraclear plus contacts. I have been wearing contacts for three years and have never had a problem until I started using these. Within weeks of using them my eyes were burning and stinging and my eyes became so sensitive to light that I could not event go outside. Within months of using them I developed an eye infection. Once it went away my doctor said I could wear contacts again. I wore them again and once again an eye infection developed. My eyes have gotten worse and my prescription for contacts has gotten higher. I have stopped using these contacts and a week later my eyes are still burning and stinging and will not stop watering. Dose or amount: one pair of contacts, frequency: daily, route: ophthalmic. Dates use: 2008- 2009. Diagnosis or reason for use: nearsighted. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.